Manufacturer narrative:
(B)(4). Batch#: u5eg2n. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one ntlc75 device was returned with the right bearing detached and no returned, the left bearing was present and in position within the saddle pin and with a reload loaded in the device. The reload had the proximal 2 driver up and the remaining drivers down with staples present and swing tab in the locked position. Further investigation shows that the shroud was noted damage on the same side of the detached bearing. The damage noted was a scratch. The device and test reload were tested for functionality, fired without any difficulties. However, the staple line at the distal end showed that 4 staples were malformed. No conclusion could be reach on what caused the condition of malformed staples. It should be noted that the reload is designed to lockout, as a safety feature, if any staples have been fired from the cartridge reload. In addition, failure to complete the stroke may result in an incomplete staple line. The damage on the shroud and the right bearing detached is consistent with an improper use of the device. It should be noted that all devices are inspected 100% for bearing presence by an automated vision system and are visually inspected 100% as a final check. In addition, at finished goods the devices are visually inspected based on a sample. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number u5eg2n, and no non-conformances were identified.

Event description:
It was reported that during the surgery, could not fire. Changed another two to continue the surgery, the same problem happened again. Changed the new one to complete surgery. There was no patient consequence reported. No additional information can be provided. Procedure: colectomy.